Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, oversensing on the right ventricular (rv) lead causing intermittent low voltage (lv) output was noted potentially due to insulation damage on the lead. The lead was capped and replaced. Additional information regarding the event has been requested but not received yet.

Event description:
The lead was capped and replaced. No externalized conductors were noted during diagnostic imaging or during revision. The patient was stable with no adverse consequences.